Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number and complete address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device made an unexpected noise. The assignable root cause was determined to be traced to component failure (faulty parts) , which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that when the small battery drive device was turned on, it generated an abnormal noise and excessive heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.